Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed. And documentation indicated, the product met release criteria. Root cause has not been identified. The company lens, 21.5 diopter, (1.5 extended depth of focus) was replaced with an unspecified, monofocal lens model with a clinical reason "incorrect iol power/lens". Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Follow up attempts were made. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure the patient was not able to see distance and the signs while driving because of incorrect power/lens. The iol was exchanged for a different model iol. Additional information has been requested; however, further information has not been received.